Manufacturer narrative:
Qc before and after the event was within the lab's established ranges. The event logs were reviewed by software development. No instrument errors or unusual events occurred during this time period. Other results run during this time were reviewed, none were questionable. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high creatinine result generated by the unicel dxc 600 pro synchron clinical systems for one patient. The initial result of 3.68 mg/dl was reported out of the lab and questioned by the physician. The original specimen was re-tested and creatinine result was amended to 0.9 mg/dl. A fresh sample collected from this patient also gave a result of 0.9 mg/dl. Treatment was not initiated or withheld in connection with this event.